Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, a straight suction was reported to be bent in the site sterile processing department (spd). There was no patient present when this issue was identified.

Manufacturer narrative:
The suction was returned for analysis. Functional testing found that the returned straight suction does not appear to be bent but had difficulty verifying when attached to a known good tracker returning a divot error of 1.9 mm to 2.2 mm. If information is provided in the future, a supplemental report will be issued.